Manufacturer narrative:
Evaluation summary: the paramount mini was returned inside a sealed bio-hazard pouch. No ancillary devices were included. The paramount mini was removed from the pouch and inspected. The stent was loaded on the balloon and showed no signs of the stent expanding. Dried blood was observed between the struts of the stent. A 0.014" guidewire from the lab was loaded into the paramount mini. An inflation device filled with water was connected to the balloon port. Upon applying pressure, immediately a leak was discovered from the distal end of the balloon. The area of the leak was inspected under microscope. It was identified there was a longitudinal tear approximately 0.2cm from the distal end of the loaded stent. The length of the tear was approximately 0.1 to 0.2cm in length. Update: lesion had 80% stenosis. The balloon was inflated to a pressure of 10 atm. No intervention required nor any injury to the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a paramount mini gps balloon-expandable stent for the treatment of a moderately calcified plaque lesion in the proximal renal artery. Ancillary devices used: non-mdt guide wire.014¿, 190cm; non-mdt pressure pump; 7fr-55 guide catheter. The vessel was reported to have been moderately tortuous. No abnormalities were reported in relation to patient anatomy. Embolic protection was not used. Device was prepped as per IFU without issue. Lesion was not pre-dilated. The device did not pass through a previously deployed stent. No resistance was encountered during advancement of the device. An inflation device was used during inflation of the device. It is reported a pinhole burst occurred on the balloon during stent deployment ¿ the balloon would not inflate and appeared to have a leak and the stent could not detach. The stent was removed and replaced with a non-medtronic device to complete the procedure.